Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of optical instability. Customer care recommended that the user re-link their sensor to allow the system to re-initialize and converge faster, but the user remained unresponsive to multiple communication attempts so the case was closed. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.